Manufacturer narrative:
Device evaluation started but not yet completed. The explanted device was returned to edwards, however evaluation has not yet been completed. Additional follow ups with the healthcare provider are ongoing to obtain details and findings at the surgery. Edwards device evaluation and event investigation results and conclusions will be reported once completed.

Manufacturer narrative:
Device evaluation summary: the explanted device was received by edwards and evaluated; as-received at edwards, all the leaflets of the valve were noticeably ¿shrunken¿ and significantly stiffer due to the severe dehydration post-explant; thus a functional evaluation of the valve is not feasible. Photographs provided by the surgeon immediately post-explant also showed depressions, creases, folding, and displacements of the tissue leaflets from their normal positions. None of these leaflet characteristics would pass the visual inspection at edwards. Based on the surgeon's photos, there is no evidence of the valve being sewn with too much tension. No echocardiography was provided, so the behavior and functionality of the valve in vivo could not be confirmed. The leaflet folding and creases observed in this valve appear to be consistent with a force being applied on the free edges of the leaflets in the retrograde (towards the sewing ring) and outward (for leaflet 3) direction for some period of time. No detectable suture looping marks are evident on the photos taken immediately post explantation and as-received. The device evaluation reveals that the valve leaflets have creases that are consistent with a force being applied to the free edges of the leaflets although the exact source could not be determined. The observed tissue creases would not pass edwards manufacturing inspections. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The most common sources for this type of creases are suture looping (if near commissural areas), interference with the preserved native subvalvular mitral apparatus, or prolonged contact with apparatus used during the procedure. The direct root cause (or causes) for the leaflet tissue depression, creases, folding, and displacement cannot be determined at this time. Although suture looping was not confirmed; suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) of the subject model number contains the following caution statement: "caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function." The IFU further instructs the surgeon on how to properly deploy the tricentrix holder and avoid suture looping. No further action is required at this time. Edwards will continue to review and monitor all events.

Event description:
It was reported to sales that a surgeon explanted a 7300tfx-29mm bioprosthetic valve at implant. The surgeon implanted the valve, closed the atrium and came off bypass. Echo showed significant eccentric jet up the back wall. One of the leaflets was immobile. Two leaflets weren¿t coapting. The valve was replaced with another bioprosthesis. The patient left the or and was transferred to ICU. Per further follow with the surgeon t was reported that the one leaflet that was immobile had a crease on the leading edge. It appears it had a fold or crease. It appears the leaflet has too much tension on it where it¿s sewn at the commissure. Additional follow-up with the hospital revealed they will not provide medical records or additionally requested items without the patient¿s authorization. Additionally, through recent follow-up with the surgeon, the patient is reported to be doing better and was transferred out of ICU. The surgical procedure originally performed was mitral and tricuspid valve replacements.